Event description:
Customer reported that when he inserted the sensor it did not go in properly and noticed that the sensor needle was separated into his body. Customer stated that he removed the needle and the cannula was kink. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required. Customer did not return insertion needle.